Manufacturer narrative:
Additional products: heartware ventricular assist system: battery. Model #: 1650de, catalog #: 1650de, expiration date: unk, serial #: unk. UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device MFR. Date: unk. Labeled for single use? No. (B)(4). Additional information has been requested regarding the log files and serial number of the batteries involved in the event, but it was not available at the time of this report. Investigation of this event is pending, and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited multiple power losses. There were intermittent beeps after the patient changed one of the batteries as the batteries exhibited power switching. A ventricular assist device (vad) stop occurred, and the vad restarted after that power source was changed. It was stated that this occurred multiple times. The controller remains in use, the batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This supplemental is being submitted for additional information regarding the patient's weight and relevant history. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller and one battery were not returned for evaluation. Review of the available autologs report revealed two controller power up events, which were logged on (B)(6) 2020 at 21:09:52 and on (B)(6) 2020 at 03:15:34. Prior to the first loss of power, another battery was connected to power port one and battery was connected to power port two. After the first loss of power, the battery was connected to power port (1) and different battery was connected to power port two (2). Prior to the second loss of power, the battery was connected to power port one (1) and another battery was connected to power port two. After the second loss of power, different battery was connected to power port (1) and another battery was connected to power port two (2). The controller was without power for 11 and 12 seconds, respectively. As a result, the reported losses of power event was confirmed. However, the raw controller log files were not available for analysis. Therefore, the reported power switching and intermittent beeps events could not be confirmed. There is no evidence that the lubrication servicing had been performed on two batteries. The other two batteries had been lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported power switching event can be attributed, but not limited, to communication errors and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. However, the reported beeps are most likely attributed to momentary disconnections between the controller and battery. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: brand name: battery h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.